Manufacturer narrative:
A pump reset was found in the pump logs. The reset was the most likely cause of the elevated blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 300 (mg/dl). The customer stated the cause of the elevated bg level was unknown. Manual injections were used to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.